Event description:
Reportedly, during cardioversion in the anterior posterior position with average power and in the right position to avoid the lead / antenna function. With the other brand implanted pacemakers they never experience this. The files from (B)(6) 2024 were collected. In the pdf file, capture loss at the right ventricular level was observed, only very small negative marks are seen on the ventricular egm. What is happening here and what could be done to prevent this from happening. Our advise is to program to unipolar after cardioversion temporarly but telemetry is not functional after a cardioversion so it cannot be performed. On 24 hours frequency curve, we see high pacing rates for several hours. Could you please explain.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The conclusions are as follows: - during the cardioversion procedure, the device housing is charged with a specific voltage potential. This voltage is detected by the device's protection system, which is activated in protection mode. The device periodically checks to determine if the voltage has been discharged. - during the protection phase, all egm channels are kept opened to prevent damage to the device's electronics. As a result, no egm signals were observed. Signals with a low amplitude are visible corresponding to the channels brief closing to check if the disturbance was still present. - to eliminate this disturbance, it is essential to accelerate the discharge of the voltage present on the housing. This can be achieved by programming the device in unipolar mode (note that during the disturbance, the device was operating in bipolar mode). - in this case, the unipolar mode programming was not possible. Therefore, no specific action can be done except wait until the discharge of the pacemaker by itself. It can take some time. - the high pacing rates observed are probably a consequence of the detection related to the presence of the disturbance but cannot be confirmed with certainty. Please refer to the attached analysis report.

Event description:
Reportedly, during cardioversion in the anterior posterior position with average power and in the right position to avoid the lead / antenna function. With the other brand implanted pacemakers they never experience this. The files from (B)(6) 2024 were collected. In the pdf file, capture loss at the right ventricular level was observed, only very small negative marks are seen on the ventricular egm. What is happening here and what could be done to prevent this from happening. Our advise is to program to unipolar after cardioversion temporarly but telemetry is not functional after a cardioversion so it cannot be performed. On 24 hours frequency curve, we see high pacing rates for several hours. Could you please explain.